Event description:
It was reported that there was a loss of therapeutic effect; only one lead appears to be working. The reporter was concerned about a lead fracture. There was no known accident or incident related to this event. Device troubleshooting revealed high impedance values on electrodes one and two for the thoracic lead; the cervical lead was reported as 'good'. Reprogramming was attempted with less than optimum coverage. A f/u visit with a physician is pending. A f/u report will be sent when add'l info becomes available.

Manufacturer narrative:
(B) (4).